Event description:
Caller reported a cgm error while using the sensor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, which included a complete pump reset walkthrough. After the reset was performed, the pump did not display the error code again, and the caller successfully started their sensor session.